Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine 8 mg/ml at an unknown dose and unknown morphine 1.5 mg/ml at an unknown dose via an implanted pump. It was reported the patient has an isomed pump and they ran out of medication in their pump about two weeks ago. The event date was (B)(6) 2020 (year valid). It was noted the healthcare provider (hcp) was wanting to know if they should fill the pump with saline or just leave it empty. It was reported they did not plan on filling the pump with drug at this time. The rep follow up with the physician assistant (pa). Patient symptoms were not reported. Additional information was received from a healthcare provider (hcp) via the rep on (B)(6) 2020 indicated the patient¿s weight at the time of the event was unknown. It was noted the patient¿s pump device information was unknown. It was further reported no diagnostics/troubleshooting had been done at this time. The pa was going to reach out to the managing doctor prior to making any decision. They were discussing the possibility of filling the reservoir with preservative free normal saline. The cause of the empty pump was unknown. Regarding the device status, it was noted the pump was still implanted and the plan for care was unknown for this patient as his provider was in hawaii and he was just passing through in utah. No further complications were reported.